Manufacturer narrative:
Analysis of the device is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced wound healing issues at the implant site. The incision was initially cleaned and re-sutured, but the implant was later removed. The patient noted effective pain relief prior to the removal of the device and the patient may be re-implanted in the future. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no non-conformities were found.